Event description:
Tested my blood sugar and I received a high blood sugar reading. Then from the same sight and blood sample I received a low blood sugar level. I didn't take anything to lower my blood sugar and the two readings were less than 3 minutes apart.